Event description:
A medtronic ent representative reported an occurrence of inaccuracy with the fusion navigation system that was noticed mid-surgery. The surgeon reportedly completed the surgery with the use of navigation and with no negative impact to the patient.

Manufacturer narrative:
The patient identifier and age is unknown at this time. The rep did not send in the archive from the system. Evaluation can not be completed without the needed information available.